Event description:
Leaking auto effluent bag. Rn noted a puddle of effluent on the floor within 2 minutes of starting treatment. Per rn nothing was noted during priming. On inspection, a micro hole was noted on the section of the tubing where it connects with the front/big auto effluent bag. Auto effluent changed using the same lot# with no further issues. Four auto effluent sets out of eight has been used. No issues noted with the sets that are up and running at this time. Lot# 23j2702. The faulty auto effluent is in our office, [redacted number]. The remaining four auto effluents has been sequestered and left outside of [redacted number]. Osce (off shift clinical executive) made aware of above incident. [Redacted name] was the rn if you need further details. Manufacturer response for effluent bag, (brand not provided) (per site reporter) [redacted date] retrieved product and requested RMA. [Redacted date] received RMA package sent.